Event description:
It was reported that needle 21ga 1-1/2in was defective. The following information was provided by the initial reporter: I would like to report a quality defect in a bd microlance 3 needle. During the reconstitution of a chemotherapy vial, the needle broke at the luer part when inserting it into the lid of the vial and could therefore not be used. No consequences for the patient. The personnel were not exposed to any hazardous product, nor was there any change in treatment. The preparer who reconstituted the chemotherapy vial had to remove the broken luer part of the syringe to insert another needle and retrieve the product, which required additional handling.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 180107 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. All pull tests performed for the lot prior to release were found to be within specification. The test results showed that a significant force was necessary to separate the cannula from the hub component and no abnormalities in the product was found during production. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the product was found to have a broken hub component. Based on the review of the production history and specification testing, an exact cause related to the manufacturing process could not be determined for this incident. Needle punctures should be made at a 90º angle to prevent the risk of damage to the needle. It is possible that this incident was related to the handling of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21ga 1-1/2in was defective. The following information was provided by the initial reporter: I would like to report a quality defect in a bd microlance 3 needle. During the reconstitution of a chemotherapy vial, the needle broke at the luer part when inserting it into the lid of the vial and could therefore not be used. No consequences for the patient. The personnel were not exposed to any hazardous product, nor was there any change in treatment. The preparer who reconstituted the chemotherapy vial had to remove the broken luer part of the syringe to insert another needle and retrieve the product, which required additional handling.